Event description:
It was reported that while the doctor was using the unit, the screw fell into the pt. The doctor was able to retrieve the screw. Further, the doctor used another unit to finish the procedure. There were no adverse consequences to the pt and no delays were reported.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.